Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings: the keypad cover was found to be intact. The ok and up arrow keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was found to be cracked from the threads to the seal case. Also unrelated to the complaint, the bolus button cover was found to be torn but was still found to be responsive. The display screen was also found to be dim, faded and discolored.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the up, down and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported incident was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.